Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the implantable cardiac monitor displayed an error message and could not be interrogated. The device was explanted. No patient symptoms were reported.